Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor reported that during implant attempt, while attempting to implant the lead in the subclavian vein, lots of resistance was encountered when trying to advance the lead, due to the tightness resulting from chronic leads in the same vessel. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. The distal end/electrodes of the lead were extrinsically damaged. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.